Event description:
Seven devices (cev9649-5-b, cev9625-1, cev10195r, cev649-5b, cev607-1, cev607 and cev6385r) were returned for repair to mxi service and repair. "Repair request: to be remedied and restored."

Manufacturer narrative:
(B)(6). Device 1 of 7, cev9649-5-b, eval of this instrument indicated the tube threads were broken. The sheath was heavily damaged at the extremities. The tube was most likely subject to excess force with the insert mounted during use or reprocessing. Device 2 of 7, cev9625-1, lot 02/05, manufacturing date 02/2005, eval of this instrument indicated that the threads on the insert were bent sharply. An end of the tube's broken threadlock was noted in the insert threading. The insert was most likely subject to excess force mounted with the tube during use or reprocessing. Device 3 of 7, cev10195r, lot 01/05, manufacturing date 01/2005, no problems were observed. This instrument was found to be functioning as designed. Device 4 of 7, cev649-5b, lot 120401, manufacturing date 04/2012, eval of this instrument indicated that the instrument sheath was damaged and presented with signs of impact. The instrument sheath was most likely damaged by impact or abrasion during use or reprocessing. Device 5 of 7, cev607-1, lot 12/07, manufacturing date 12/2007, no problems were observed. This instrument was found to be functioning as designed. Device 6 of 7, cev607, lot 111201, manufacturing date 12/2011, eval of this instrument indicated that the blades were blunt. The blade damage was most likely a result of instrument use. Device 7 of 7, cev6385, lot 01/08, manufacturing date 01/2008, no problems were observed. This instrument was found to be functioning as designed. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).